Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device would not seal appropriately. Device was removed from use and a new device was obtained. There was no patient injury.